Event description:
Status post bilateral subglandular inframammary gels 265cc unknown type for augmentation. Denies local trauma but questionable decrease in size of breast. Pt reports they are intermittently firmer and has occasional discomfort since having them. Pt has systemic complaints progressive for 10 years, including arthralgias, myalgias, chronic fatigue, numbness, swelling, adenopathy, tmj pain, visual disturbance, dizzy spells, memory loss, dry mucus membranes, hair thinning, oral sores, rashes, sensitivity to sun/cold and chemical problem, shortness of breath, chest pain (diagnosed mitral valve prolapse but no longer has per cardiology), choking sensation, dry skin, weight gain, abdominal bloating, nausea, bowel disturbance, easy bruising, urinary disturbance and menstrual disturbance.